Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device is not holding a charge for longer than 2 hours. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing it was determined the battery would not charge to an acceptable capacity. The device alarmed visually and audibly prior to shutting down.